Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis could not confirm/replicate the customer reported failure. The repair team installed the unit into pca system, was able to power up no issues, and performed a power cycle test ten times with no errors. A vision functional test was performed with no issues found. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the system was reflecting errors 40019 and 76 on the surgeon side console 2 (ssc2). Customer had previously attempted a system power cycle with no success. An intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the customer to power off and disconnect ssc2. System powered up normally. The procedure was converted to another ds vinci with no report of patient harm, adverse outcome, or injury. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed through error logs. The fse was unable to reproduce the problem, but replaced the ssc2 touchpad per isi guidelines. The system was tested and verified as ready for use.